Event description:
I had the essure device implanted 3 years ago. Not only did he perforate my cervix and puncture my bladder, he didn't put them in the correct place which led to multiple problems. After 2 years of having it, I had it removed and I still have the problems and it seems to me they are getting worse. Daily pain that gets worse during menstruation cycle. Seizures have started and are becoming more frequent and more severe. All over body aches and pains. Pain during and after sex. When there is a sex life now. Constant migraines that won't go away. Worsening back pains.